Event description:
A customer contacted beckman coulter inc. (Bci) in regards to elevated accutni result above the acute myocardial infarction (ami) cutoff for one patient generated by the access 2 immunoassay analyzer. The sample was repeated on the same unit and lower result within the normal reference range was obtained. The elevated result was not reported out of the laboratory. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Accutni sample was collected in a lithium heparin plasma tube that was centrifuged for ten minutes at 3600 rpm. All three levels of qc were within the customer's established ranges prior the event and out of range after the event. On (B)(6) 2010, the customer performed routine system check which passed within instrument specifications. A bci field service engineer (fse) cleaned: the wash and precision valves. The mixer bearings, pinch rollers and wash wheel. Replaced: wash pump piston and the precision pump valve seal. Aligned/adjusted: pipettor alignment incubator belt transducer temperature. Performed a routine system check, high sensitivity system check and three precision tests, which all passed within instrument specifications. Verified ultrasonic performance. Inspected the patient sample and noted visible fibrin in the sample cup. Although hardware and sample integrity may have a contributing effect, a clear root cause cannot be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to elevated accutnl result above the acute myocardial infarction (ami) cutoff for one patient generated by the access 2 immunoassay analyzer. The sample was repeated on the same unit and lower result within the normal reference range was obtained. The elevated result was not reported out of the laboratory. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Accutni sample was collected in a lithium heparin plasma tube that was centrifuged for ten minutes at 3600 rpm. All three levels of qc were within the customer's established ranges pre and post the event. On (B)(6) 2010, the customer performed routine system check which passed within instrument specifications. A bci field service engineer (fse) cleaned: the wash and precision valves. The mixer bearings, pinch rollers and wash wheel. Replaced: wash pump piston and the precision pump valve seal aligned/adjusted: pipettor alignment, incubator belt, transducer temperature. Performed a routine system check, high sensitivity system check and three precision tests, which all passed within instrument specifications. Verified ultrasonic performance. Inspected the patient sample and noted visible fibrin in the sample cup. Although hardware and sample integrity may have a contributing effect, a clear root cause can not be determined for this event. Change from : all three levels of qc were within the customer's established ranges prior the event and out of range after the event. To: all three levels of qc were within the customer's established ranges pre and post the event.